Event description:
The dealer stated the unit alarms 2 green 1 red. No patient or usage details were provided. No injury or property damage was reported. Associated malfunctions for this device: compressor, 4way valve, sieve beds, pilot valve, on/off switch.